Event description:
It was reported there was a deformity of the plastic near the blade (or melting) that developed after a few minutes of use. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the adenoid tip revealed excessive melt back of the clear housing at the corner of the electrode wire. The damage to the housing appeared to be excessive usage of the tip at a high power setting. Review of the lot history record revealed no anomalies.